Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for gastrointestinal/pelvic floor. The patient stated that sincethey¿ve received this implant in december, they¿ve had one ¿bad night¿ every week, however last week, the patient reported having experienced 3-4 ¿bad nights.¿ patient & technical services asked and the patient clarified that ¿bad nights,¿ had meant that after the patient would get up at 2 am to void, they wouldn¿t completely empty the bladder all the way and that when they got back to bed, it would become uncomfortable due to pressure on the bladder and the patient couldn¿t get back to sleep. The patient stated that they would like to make an adjustment, to either increase the setting or switch programs however they requested assistance. Patient services reviewed general use with the patient. The patient was able to connect and therapy information as well as general programming was reviewed with the patient. The patient was noted to be on program 1 at 3.9 and it was noted that they had increased the setting a couple of times. It was reviewed with the patient how higher settings above mid-range would affe CT ins battery longevity. During the call, the patient switched to program 2 and increased to 3.9, however they weren¿t feeling any stimulation so they had decided to switch back to program 1 and they increased to 4.0. When asked, the patient said that with their previous implants, they hadn¿t really felt stimulation and they did have higher settings.  The patient was going to monitor their symptoms and adjust the setting as needed, based on their symptoms and results. The patient was going to track their settings and results so that they could also review with their managing health care professional (hcp) at the end of february. No further complications were reported at this time.